Manufacturer narrative:
The reported issue is currently being investigated. As additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from (B)(6) stated an e360 ventilator experienced a "no communication" alarm, while being used on a patient. The screen was reported to be blank at the time of the event. A vuelink cable was connected to the ventilator to continue communications at the time of the event. The patient was removed from the device and placed on an alternate ventilator. There was no patient harm reported.